Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green substance coming from a tear in the white power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6)). Visual inspection of the returned system controller revealed a tear in the outer jacket of the white power cable exposing the underlying wires; a green fluid substance was observed to be coming from inside the power cable. The green substance is consistent with fluid ingress inside the controller power cables. The observed damage and fluid ingress did not affect the functionality of the controller during testing. The system controller successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing without issue. The outer jacket was removed from the power cables for further inspection and the green fluid substance was observed on the underlying wires. Inspection of the wires revealed minor kinks on several wires at the location of the tear. The controller housing was disassembled for further inspection and no physical anomalies were observed; the fluid substance was not observed on the controller¿s internal components. The log file downloaded from the returned system controller contained approximately 5 days of data ((B)(6) 2020 ¿ (B)(6) 2020 per the timestamp). The data in the log file did not indicate an issue with the system controller. The driveline was disconnected on (B)(6) 2020 at 12:57:21 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings included dim pump running leds, damaged strain reliefs on the connector side of both power cables, and missing system controller label and software version label. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a break in the white power cable of the primary controller with a green substance coming out of it. The green substance was oxidized copper since the break went through to the wire and was exposed to some sort of moisture. The patient's controller was exchanged. The cause of the break was unknown.